Event description:
New information indicated the patient did not experience pocket stimulation. The patient had extracardiac stimulation in the abdominal region that was relieved upon the software download.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation and the patient experienced pocket stimulation. It was noted that the patient had previously undergone an MRI. A software download restored normal device function. The patient was stable.